Event description:
The manufacturer received an explanted infusion pump for analysis from a mortuary with information stating that the date of the patient's death was 2007, however, the cause of death was not reported. The returned pump was programmed to infuse dilaudid 1mg/ml at 0.3205 mg/day. Additional information has been requested from the patient's physician, and a follow up report will be sent when new information is received.

Manufacturer narrative:
Final device analysis revealed: no anomaly found-normal device function.